Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva 20 ga x 1 in single port leaked, hospital reported blood spilling at the isolation plug during withdrawal of the needle core, quantity 10, sample can be returned as 1, photos available, green claim required, complaint response letter and complaint receipt letter required

Manufacturer narrative:
Our quality engineer inspected the 1 actual and 80 representative samples submitted for evaluation. The reported issue of leakage was not confirmed upon inspection of the samples. However, missing component was observed on the samples. Analysis of the samples showed that the secondary septum was missing from a representative sample. The samples were subjected to an air water leak test and all samples passed with no leaks observed. The representative samples were subjected to a flashback test and no abnormalities were observed. The actual sample could not be subjected to a flashback test as it was activated. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The root cause for the leak could not be determined as the defect was not replicated. The probable cause for the missing secondary septum is that the septum was protruding out and was not seated inside the cannister, so it fell off during the assembly process. The missing secondary septum could have fallen off after sensor detection. A simulation was performed to confirm if the protruding part fell off after sensor detection. It was suspected that the protruding secondary septum had a smaller inner diameter, and the part was unable to be fully inserted into the canister. When measured the inner diameter was out of specification. To correct this defect, installation of an online inspection will be completed to check for the secondary septum before the part is released to the main assembly process. A supplier corrective action will be issued to the supplier of the secondary septum for the incorrect inner diameter.

Manufacturer narrative:
Our quality engineer inspected the 1 actual and 80 representative samples submitted for evaluation. The reported issue of leakage was not confirmed upon inspection of the samples. However, missing component was observed on the samples. Analysis of the samples showed that the secondary septum was missing from a representative sample. The samples were subjected to an air water leak test and all samples passed with no leaks observed. The representative samples were subjected to a flashback test and no abnormalities were observed. The actual sample could not be subjected to a flashback test as it was activated. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. As continuous improvement action, the team has initiated a review at the zone 4a septum assembly process to address the missing secondary septum which was observed from the returned sample. A probe sensor is in place to detect the presence of the secondary septum. A probable cause of this issue could be that the secondary septum was protruding and not properly seated within the canister, leading to it dislodging during the assembly process.